Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report blood glucose readings ranging from 40 to 300 mg/dl. Customer also reported discrepancies between the sensor glucose readings and the blood glucose readings. Customer stated they would bolus based on sensor glucose readings which would cause a high blood glucose level. Customer treated high with the insulin pump, and the low was treated with food and glucose tablets. Customer was advised to not treat based on sensor glucose values. Nothing was replaced or returned.